Manufacturer narrative:
Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion. B5, d9 and h6 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a narrow anatomy and the patient's native valve was fully excised during the replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day post implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with an unknown product. The reason for the replacement was reported as severe aortic regrugitation. It was also reported that the patients anatomy and calcification may have contributed to the event.  No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared discolored, indicating possible contact with blood. As received, all leaflets appeared to be in a semi-closed position with a gap between the free margin of leaflet 2 and leaflets 1 and 3. A small tear was noted on the free margin of leaflet 1 below post 2 with visible imprint markings adjacent to the tear. Leaflet 2 remained largely undamaged, with imprint markings noted on the underlying tissue near post 2. Leaflet 3 remained mostly undamaged; however, a puncture was noted on the outflow belly region. The imprint markings may have resulted from damage caused by surgical tools during the explant procedure. Posts 1 and 2 exhibited lateral deflection. The cloth-covered stent posts showed signs of damage, with visible tears observed on post 2 and post 3. Commissures 6-1 and 4-5 appeared intact, while damage was observed on commissure 2-3, corresponding with the tear noted on leaflet 2. Upon receipt, the valve's sewing cuff was oriented in an upright position. Inspection revealed no evidence of tearing on the sewing cuff. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.